Event description:
A caller reported experiencing cgm error 42 with their g7sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset instructions and guided the caller through the process. After the pump reset, the cgm error code was no longer displayed, and the caller successfully started a new sensor session.